Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician left side rupture, "folds of the elastomer" and solid nodules/ cysts "with thick content in the left breast." The device remains implanted.